Manufacturer narrative:
(B)(4) evaluation statement: the reported event of unspecified ail issues could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was patient involvement.

Event description:
It was reported that there are unspecified ail issues in the infusion center, as well as, the labor and delivery department. There was no report of patient harm.